Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. Date of issue is an approximation. In the middle of the night, the patient¿s wife was woken up by their new puppy and stated the dexcom receiver was displaying 35 mg/dl and the patient was unresponsive. It was indicated that the dexcom had not alerted for the low. The paramedics were called and when they arrived, they revived the patient and transported them to the hospital. The patient was admitted and given dextrose. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Dexcom labeling indicates: you will not receive sensor readings until you are between 40-400 mg/dl. Product specifications: glucose range 40-400 mg/dl.